Event description:
It was reported that during an unknown procedure, the tissue pad detached, and falls into the patient. The piece was removed from the patient. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.